Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: synk could not transmit a picture and caused interference on the main monitor. Therefore, the surgery could only be performed with only one monitor. Update: the main monitor also failed and alternately displayed the camera image or the black image with the hdmi symbol. This went on for about 3-4 minutes until I rewired the stack and didn't include the synk in the wiring. Conclusion: reported failure mode was not reproduced during investigation. However, a number of flicker events were found in st logs downloaded from returned transmitter. Probable root cause of video flickering is likely due to video source instability. Video stream parameters found in transmitter logs showed periodic deviations in pixel height readings (vactive) for the 1080p video signal ranging from 4 to 1079. A stable 1080p video signal should have a consistent pixel height/width value of 1080x1920 at a refresh rate of 60hz, indicating that either the video source itself was malfunctioning or the hdmi cable connected to the transmitter was loose or damaged, causing intermittent corruption of the video signal. Any underlying hardware fault with the transmitter itself can be ruled out as this pattern was not reproduced with known working video sources and hdmi cables during testing. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.